Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed sodium (na) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse checked the integrated multisensor technology (imt) pump rate, ran pump alignment, replaced rotary valve assembly and recalibrated imt. On the second visit, the cse observed level 3 (l3) qc recovering low value, replaced imt diluent pump motor, screw on the pump panel, and syringe for the pump and primed imt diluent pump 10 times, checked all sample arm alignments and primed its pumps and ran precision test. On the third visit, the cse, replaced sample pump motor, screw, syringe, and dilution check bottle. During these visits, the dilution check, precision test and imt pump rates recovered within range. The initially observed low qc values recovered within range after subsequent troubleshooting. Siemens further evaluated the event and determined that multiple hardware issues, which was addressed with the service activities, potentially contributed to the erroneously depressed na results. The instrument is operational and performing within specification. No further evaluation/troubleshooting required.

Event description:
The customer reported that erroneously depressed sodium (na) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were retested on the original instrument and recovered results similar to initial results. The samples were retested on an alternate dimension exl integrated chemistry system. These repeat results were considered correct as they matched the patient's clinical criteria and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na results.